Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture broken observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing shell assessed as inconclusive. Additional observations: ¿ black particles observed on the surface of the shell. ¿ creases were observed.

Event description:
Healthcare professional reported a patient with a right side rupture. Device has been explanted.

Manufacturer narrative:
Initial reporter phone: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a patient with a rupture. This record relates to an unknown side. Device remains implanted.

Event description:
This relates to the right side. A capsulectomy was performed.